Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving a notification due to backup vvi. The backup vvi was suspected to have caused by an interaction with the remote monitoring device. The device was reprogrammed successfully and remains implanted. There were no patient consequences.